Event description:
The patient has two scs systems (cervical and lumbar). It was reported the ipg for the lumbar system takes 16 hours to fully recharge. A replacement charging system did not resolve the issue. It was reported the physician plans to explant and replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.